Event description:
Tech support personnel attended a surgery with the star drive system in use for placement of a dbs lead. Surgeon was validating an improvement to the depth stop adapter. The depth stop adapter used to hold the dbs lead prior to placement damaged the lead - there was a short between two of the lead contacts. This was noted prior to lead placement. A new lead was used and placed successfully.

Manufacturer narrative:
Evaluation of the product was performed by fhc tech support personnel at the surgery. This evaluation found that the screw used to fixate the lead within the dbs depth stop adapter had damaged the lead. This was a validation case for a recent product improvement to the depth stop adapter. A specific warning in the dfu exists for this device stating that overtightening of the screw may damage the lead. Improvement was also installed on other depth stop adapters. Subsequent field action is underway for this product.